Event description:
The customer reported that the device was not sealing properly even though end tones, indicating a completed seal cycle, were heard. Blood loss was less than 250cc. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.